Manufacturer narrative:
Concomitant medical products: 694765 lead implanted (B)(6) 2009; d314trg ICD implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high threshold measurements. The lead was capped and replaced. No patient complications have been reported as a result of this event.